Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that shaking had started again. On the call, they synced with the patient programmer (pp) and it showed stim off and ins battery low. The caller was able to turn stimulation on and it resolved the issue. It was recommended to charge the ins, and reviewed that the low battery was a possible reason for the ins being off. The caller also stated the patient had a CT scan yesterday. No further complications were reported or anticipated with this event. Additional information was received indicating after the patient had a CT scan, the ins was found off. The patient typically keeps the battery charge between 0 and 50 percent.